Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. Users are instructed to return any damaged components to the manufacturer. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
A report was received that the controller ac adapter would not provide power. The green light would not illuminate when the unit was plugged into the outlet. Internal wires were not exposed. An audible click was noted when the unit was connected to the controller. The cac adapter was replaced with no reported consequence or impact to the patient.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that the controller ac adapter was no longer providing power to a controller. The controller ac adapter was not returned for evaluation despite multiple attempts to obtain the device. A review of the manufacturing documentation confirmed that the associated controller ac adapter met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the inability of the controller ac adapter to provide power may be attributed, but not limited, to an open circuit along the output cable or output connector. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.